Manufacturer narrative:
The device involved in the event has not been returned; therefore, the event cause could not be determined. Correspondence has been sent out for return of the device. Once the device has been received and investigation completed. A supplemental report will be submitted. Please reference the mdrs: 2029214-2020-00014, 2029214-2020-00015, 2029214-2020-00016. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information two medtronic flow diverters did not open during the procedure. It was also noted that the patient experienced vasospasm as a medtronic guide catheter navigated inside them. The vasospasm was resolved by administering nimodipine flow. It was reported that first pipeline had a good length initially open in the m1, but when the physician attempted to open the braid around the ophthalmic, it would not open. The device opened well at the distal tip, but the approximately 6mm segment after this would not open. The first flow diverter was removed because the physician was concerned that the braid had twisted preventing it from opening. A new medtronic flow diverter and microcatheter was used. The flow diverter was initially exposed in the m1, but the distal braid was slow to open so the catheter was advanced over to push the ptfe sleeves out of the way, but it was still slow to open. After more manipulation of the device, the flow diverter was removed as it was over two hours. The second flow diverter¿s entire distal end would not fully open. It was reported to have only slightly opened. The aneurysm was coiled following failed flow diverter attempts and good angiographical result was seen post procedure. The patient was undergoing coiling treatment for a medium unruptured amorphous left ophthalmic aneurysm, measuring 15mx3mm. Landing zone distal 3.5mm proximal 5mm. The vessel was observed moderately tortuous. Reported device and any accessory devices were prepared as indicated in the IFU. There were not any patient symptoms or complications associated with this event. No patient injury was reported. Dapt (dual antiplatelet treatment) was administered. Pru level was within acceptable levels.